Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a crack on the insulin pump case. The customer also reported that she was hospitalized for high blood glucose levels and bleeding ulcers. The reported blood glucose reading at the time of admission was 160 mg/dl. Advised that the insulin pump would be replaced due to the crack. Nothing further was reported.